Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported that almost 1 month after the dental implant was installed in intraoral region #10, it was verified its nonosseointegration. Immediate load was not performed and the patient presented bone type iii.